Event description:
The patient complained to the nurse that the dressing was uncomfortably tight. The nurse tried to cut the hairs on his arm underneath the dressing and left part of the cannula in his vein. An x-ray was taken which showed part of the catheter remained in the arm. Two days later they could not locate the catheter. A CT scan was completed and still could not locate the catheter.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).